Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator failed during patient use. The device went vent inop (inoperable) and stopped ventilating, it would not turn off. The battery was pulled and the vent was turned off. After turning it back on, an error message "vent reset" appeared but was unable to turn it off again and there was no ventilation as well. The customer confirmed that alternative ventilation was provided to prevent patient harm. The patient was ventilated manually with a bag valve mask for under a minute until transferred to a puritan bennett 980 ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to duplicate the reported problem regarding vent inop during 122 hours of extended testing. Unit passed 112 hours of extended bench testing without error. Unit also passed initial final and initial alarm volume test with no abnormalities or unusual alarm. Vent was opened and inspected with no anomalies noted. Vent inop led would flash during normal power down and when ventilator was running on transition battery. Press silence/reset button and connect the ventilator to a functional external power source or insert a charged removable battery pack to resolve the issue. Service will replace the main board for precaution and process vent thru service to meet all factory specification and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.